Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The patient was treated with thrombolysis only, not treatment with a pta balloon as previously reported.

Event description:
An admiral xtreme pta balloon catheter was used to treat a lesion in the right distal sfa and popliteal 1 segment. Approximately 4 months later the patient suffered occlusion of the treated lesion. Event was treated with pta and thrombolysis. Event is resolved.